Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the implant. Here we found a crack. Additionally we found damaged threads and squeezed material. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume through the damaged thread and the squeezed material it came to inner tensions. Those tensions lead to a crack. The damaged thread of the implant could be caused through: the implant screws were applied cross threaded; the bone was not properly prepared. According to the quality standard and DHR files a material defect and production error can be excluded. There ar no hints of pre-damage or similar. CAPA 700003267 was launched.

Manufacturer narrative:
Additional information: adding component information.

Event description:
Components in use listed as concomitant devices are: sj702t / sibd bone screw 4.5x30mm (x2).

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complanit: (B)(6). The arcadius cage fractured on screw implantation in an alif procedure. This was discovered immediately, the cage was removed and changed and there was no harm to the patient.